Manufacturer narrative:
The reagent lot number was 821080. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+ss test system results for 2 patients from the cobas e411 disk analyzer. The doctor and patients believed the results did not match the clinical picture of the patients. Patient 1: the patient believed she might be pregnant, but the number of months was unknown. The initial result was < 1 uiu/ml, with a data flag. A chromon graphic immunoassay for urine test for beta hcg had a result of "slightly positive". (The lower limit is 25.) The doctor questioned the results and asked for repeat testing. The same sample was repeated, and the result was < 1 uiu/ml with a data flag. Patient 2: the initial result was 18 uiu/ml. A chromon graphic immunoassay for urine test for beta hcg had a negative result.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer performed precision testing. The investigation was unable to determine a specific root cause. There was no evidence of a device malfunction. A general reagent or analyzer problem was not present, as the provided calibration and qc data were acceptable. There were no relevant alarms in the analyzer alarm trace.